Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a troponin (accutni) result in the risk stratification range for one patient's sample that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory, however, upon repeat testing results were within the normal reference range. Per the customer, the patient was admitted for monitoring. It is unknown if there was any additional change to the patient's treatment.

Manufacturer narrative:
The sample was serum that was centrifuged for 10 minutes at 3000g. Per the customer, qc was within the customer's established ranges prior to and after the erroneous result. A field service engineer (fse) was dispatched on (B)(6) 2010 and performed preventive maintenance (pm) on the system. The fse also performed multiple system checks, which met specifications. No clear root cause could be determined for this event.